Event description:
A customer reported experiencing a data error alert 4 on their pump after it had been shipped, resulting in high blood glucose levels. The specific value of the blood glucose level was unknown, but it was displayed as "high." The customer had not taken any actions yet to address the high blood glucose level and did not require assistance from a third party. Although some history logs may have been erased, technical support advised that the therapy was unaffected, and the customer decided to continue using the pump for insulin therapy.